Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a04 captures the reportable event of bands were twisted.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During preparation, it was noticed that the bands were twisted. A second speedband superview super 7 was prepared; however, the bands were also twisted. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.